Event description:
The customer reported obtaining abnormal differential results for a single patient sample involving the coulter hmx hematology analyzer with autoloader. The customer stated that the results obtained from the hmx autoloader for the one patient were considered to be erroneous, for neutrophils (ne%) and lymphocytes (ly%) in particular, when compared to the results obtained from the manual slide review. The customer indicated that all quality control (qc) results passed within specifications at the time of the event. The customer reported the erroneous results out of the laboratory, however, there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A review of the provided patient data indicated that both the initial and rerun samples correlated and recovered significantly lower ne% and high ly%, with not instrument suspect messages, when compared to results obtained on the manual slide review. The customer regarded the manual slide review as correct. A redraw was performed on the patient 5 days following the initial event ((B)(6) 2014) and the customer obtained results which were comparable to the manual slide review results from (B)(6) 2014. The redraw results recovered with r flags to alert the customer to review the results. In addition, blasts, immature granulocytes/bands2, nucleated red blood cells (nrbcs), micro rbc, and rbc fragments suspect messages were also generated. A beckman coulter field service engineer (fse) was not dispatched to the customer's site for this event and raw data has not been provided for review. In conclusion, failure mode of the event cannot be determined with the provided information.